Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he experienced a total of three broken sensor wires. Patient reported difficulty with insertion of the third of these three sensors, stating that an applicator plunger was "grabby" and did not go in smoothly. After examining the sensor wire more closely, patient noticed that half of the sensor wire was still inside of him, bringing his "internal wire count up to three". With all three broken sensors, patient reported that he did not see the sensor wires protruding from his skin. In all three cases, the wire either seemed a lot shorter than normal or was missing entirely. He experienced no infection or injury, but reported that there is still an unhealed sore at the first sensor insertion site. No medical intervention was required, and patient reported that he was fine during a follow-up call with dexcom technical support. This is MDR 3 of 3 for the complaint. See mdrs #300475838-2011-00073 and -0074 for reports 1 and 2.